Event description:
The hosp reported that during a saphenous vein harvesting procedure, the image on the endoscope was blurry. No other info was provided by the hosp. The hosp did not report any pt complications.